Manufacturer narrative:
Per good faith effort response received, the display was swapped to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a screen malfunction. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. Further information regarding the event has been requested.